Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: 51-107120, tprlc 133 mp type1 pps ho 12.0, 3863366; 12-115120, cer bioloxd mod hd 36mm -3 nk, 055620; 110017105, g7 finned 4 hole shell 56f, 3757306; 010000858, g7 neutral e1 liner 36mm f, 3959787. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 07316, 0001825034 - 2018 - 07317, 0001825034 - 2018 - 07318, 0001825034 - 2018 - 07321.

Event description:
It was reported patient underwent total hip arthroplasty and presented at 7.5 months post operatively with worsening pain in the right hip. Workup revealed inflammatory markers. Aspiration revealed periprosthetic joint infection with methicillin-sensitive staphylococcus epidermidis. Patient underwent 2 stage exchange including radical debridement and delayed reimplantation. During the second stage surgery, patient lost 800mls of blood and received 2 units of packed red blood cells.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.